Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What cartridge setting was used? Was the device used to create the common channel and to staple the top of the created ostomy or was a different stapling device used? If yes, could the leak be identified on one of the staple lines: either the common channel or closing of the ostomies? Was there any staple malformation identified in the reoperation? What post-surgical complications were identified that led to the reoperation? Did the patient have any chemotherapy, radiation or tissue factors that led to this event?

Event description:
It was reported that after a right hemi-colectomy + ll stapled anastomosis procedure ((B)(6) 2016), at surgery no surgical problems were observed, but the patient suffered from post-surgical complications and is re-operated ((B)(6)) (exploratory laparotomy) where dehiscence of the stapling line is observed at the anastomosis, which was made with ntlc. The leak is repaired and is made a terminal ileostomy. Currently, the patient is hospitalized, has stable vital signs but she is treating malnutrition, product of post-surgical complication. One device and reload were discarded.